Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 32 mg/dl. Customer was not treated yet and paramedic was called but he did not have to go to hospital. After the troubleshooting was done, customer was advised proper way to remove reservoir. The customer was advised to speak to doctor for settings. The customer was advised to monitor pump.